Event description:
Boston scientific received info that this right ventricular (rv) lead was exhibiting loss of capture as well as undersensing. The lead was successfully revised and remains implanted to date. No adverse pt effects were reported. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.